Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the device failed at various points during the case. A combination of spitting clips, not discharging clips, and misaligned clips left the surgeon frustrated and staff perplexed. The procedure was completed using the device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify what is meant by the clips were "misaligned". Were the clips unformed or malformed? Were the clips scissored? Yes, the clips were scissored and some fell out of the distal tip unformed.